Event description:
The patient stated that she started to feel funny and found that her blood glucose was high (380 mg/dl). She bolused 3 units and changed her infusion site. She stated later she had a headache, body aches, fatigue, and an increased heart rate and her blood glucose measured "hi" (over 600 mg/dl) on her blood glucose monitor. She then noticed that the display of her infusion device was blank and the insulin cartridge had broken inside of the infusion device and she smelled insulin. She stated that the whole vial was cracked and the neck was broken. She switched to her backup infusion device and gave herself an insulin injection to lower her blood glucose. The patient's normal blood glucose range is 100-140 mg/dl. Upon follow up the patient stated that she believes the piston rod broke the cartridge. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.